Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Visual evaluation of the provided pictures/videos found the device would stop intermittently during use. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that outside of surgery that the electric dermatome was powering on and sticking, as well as not working frequently. There was no harm, delay, or injury as there was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country event occurred in: united arab emirates. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.